Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was shortened recharge interval, from 14 days down to 4 days, with unchanged therapy settings. Also the battery % was sometimes depleting very fast, 30% down to therapy off in 1 hr. Then when recharging, it suddenly has around 50% charge and 50% to full in 30min. No out of regulation (oor) message on screen, no external factors that could have caused damage to the system. Therapy effect was good as usual. Patient was referred back to hospital for troubleshooting.